Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff regarding inaccurate readings: ¿sometimes they'll give readings that don't match what the patient looks like." "I hate them. They don't last as long. I'm constantly double checking. If I change the sensor, I get a whole new reading. Old sensors were more accurate and lasted longer." "First thing I do when sats start dropping to 93-94 is change the sensor and it automatically pops back up to 100%" "we had a 36 weeker here who had been fine for two weeks. Suddenly yesterday he 'needed o2' because his sats were reading 92-93 and the baby never had issues before." "I wonder if babies are kept longer or are put on o2 when not needed." "Bigger babies are getting admitted for low sats. It the worst probes I've used in 30 years." "Low sats that don't match baby's clinical appearance even with 3 stars and good pleth (ge monitor). Someone used an old probe and the old probe seemed more accurate." "One recent example of questionable readings was in two 24 weekers ¿ they were staying in the 80s and slowly dropped to the 40s. To double check, the sensor would be changed to another limb and the sats would shoot right back up to the 80s, but eventually shoot back down to the 40s. We were in the middle of withdrawing care and these random increases in spo2 to 80s delayed the withdrawal of care to these patients.¿